Manufacturer narrative:
On may 11, 2023, mentor became aware of impacted device lot and serial numbers. Corresponding fields have been updated on this form under section d. Left side: lot number: 6446571. Serial number: (B)(6). Right side: lot number: 6446572. Serial number: (B)(6). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right cancer and generalized illness health effect - clinical code e2402: generalized illness. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast surgery with mentor memoryshape¿ mm+ 475cc gel breast implants on (B)(6) 2013 was diagnosed with non-hodgkins follicular lymphoma around 2015, and experienced generalized illness symptoms including pain, numbness, itching. The patient was successfully treated with chemotherapy and surgery, but had a recurrence around 2021. Per the patient, there is no family history of lymphoma. The patient had breast implant removal surgery on (B)(6) 2023. This medwatch report is for the patient¿s right-sided device.